Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip on the angio-seal device when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a pci (percutaneous coronary intervention) . A pre-deployment angiogram was performed. The size of the sheath ancillary used was a 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. There was no health damage to the patient. There was no blood loss. No equipment or other devices were used with the angio-seal device.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8fr angioseal sts plus device was returned for evaluation. The carrier tube assembly was returned along with plastic pouch, guidewire, arteriotomy locator and plastic tray. A partially opened aluminum foil pouch was also returned. The returned components were subjected to visual analysis. The carrier tube assembly was then examined. The bypass tube was completely removed from the main body of the carrier tube and the anchor and collagen were exposed. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the pouch was not opened completely and the carrier tube was forcefully remove from the pouch. However, the exact cause of the reported event cannot be definitively determined. The IFU for angioseal sts states, "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device."